Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that the programmers screen, power cover and keyboard cover were damaged. Analysis confirmed programmer overlay screen was damaged. Replaced overlay screen confirmed power cord cover was broken. Replaced power cord bay. Keyboard cover was missing. Replaced keyboard cover. Missing hinge plate screws. Replaced two hinge plate screws. System fan was noisy. Replaced system fan. Electrocardiogram (ECG) connection on link electronic module (lem) was loose. Replaced lem and recalibrated lem. Reconfigured hard drive and reloaded software. Stylus tip was pulling apart and was not functional. Replaced and recalibrated stylus. Handle covers were cracked. Replaced handle covers. Display hasps were broken. Replaced display hasps. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for repair, and subsequently tested out of specification during the manufacturers analysis. There was no patient involvement.